Event description:
During a spinal procedure the interbody was placed on l1, but could not be expanded. It was removed and replaced with no additional issues reported.

Manufacturer narrative:
No device was returned as it was discarded at the user facility and image of inserter was provided although the complaint cannot be confirmed from the image. Review of the reported event and other similar events suggest this issue may be the result of a known failure mode where the inserter is attached and turned backwards past the starting point with force, or the core is expanded then retracted with force damaging the device and disallowing further expansion. Due to a lack of information provided no root cause can be determined. Should additional information be provided another report will be filied. Labeling review: "potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery...". "Warnings, cautions and precautions ...the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." . "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative." 9402094-en c-09/2018 h3 other text : device discarded at user facility.